Manufacturer narrative:
Additional information: a portion of the extracorporeal tubing and male leur was cut from the iab and not returned. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 39.1cm from the iab tip. Additionally a second kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. The optical fiber was found to broken at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. There were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the ncmr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter: (B)(6) manager. Complete event site name: community heart and vascular hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure. The customer switched to using the central lumen and the transducer. The console has been pumping without further alarms or messages with the fiber optic cable disconnected. There was no patient harm or adverse vent reported.